Event description:
Patient was received from pacu into ICU and was connected to a ventilator by respiratory therapy. Shortly thereafter, rn heard constant loud tone and the ventilator stopped. Rn focused on patient, but then heard the vent kick back. "Reset" was shown on lighted panel. Respiratory therapy present. Pt was ambued with 100% o2 until ventilator was replaced. No apparent injury noted. Third episode of ventilator malfunction - two days - two vents sent for evaluation to pulmonetics presently-. Ventilator checked by biomed and could not duplicate problem and remains out of service pending evaluation by pulmonetics. Meeting the following month, with pulmonetics to discuss all issues re: ltv ventilators and assist in problem solving as to the source of the problems. At that time, it was determined to notify FDA of recent episodes. Company representative made aware of FDA notification.